Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent power source alerts after plugging the pump into a wall outlet. Subsequently, the pump shut down. Customer¿s blood glucose value was 103 mg/dl. Customer declined troubleshooting with tandem technical support and declined to provide further information.